Manufacturer narrative:
Stryker evaluated the device and the reported issue was unable to be verified. During evaluation it was found that voltage drop measurement was outside normal range. J11 connector was reseated, and voltage drops decreased significantly. Device was unable to be repaired root cause could not be conclusively established. The device was removed from service and decommissioned.

Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.